Event description:
This patient was intubated on the first attempt without incident. Tube placement was confirmed. The next morning, there was a gross leak of tidal volume around the cuff of the endotracheal tube, causing the ventilator alarm to sound continuously. When the volume of air was checked, there was 3 cc of air in it. The tube was exchanged at the bedside. The patient was given more sedation than they wanted because he was clenching his teeth together.once the tube was out of his airway, the attending physician inflated the cuff, using 30 cc. The tube seemed to hold all the air. The cuff, once inflated, was easily slid up and down on the tube itself. It was thought that perhaps the tube was not advanced deeply enough in his airway, and the cuff moved to the vocal cords, was impinged by them and the cuff's integrity was compromised. The attending md also raised the possibility of the tube migrating up against the patient's palate, bringing the cuff higher in the patient's airway.